Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17409, 1627487-2021-17410. It was reported 2 of the patients extensions eroded through the skin causing high impedances. Surgical intervention took place in which the 2 leads were explanted and replaced to address the issue. Eroded area has healed and therapy has been restored. Note: it is unknown which 2 leads eroded; therefore all leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.